Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. The target lesion had severe calcification and was treated with an unknown stent. The physician used this atlantis sr pro² intravascular ultrasound (ivus) diagnostic catheter to perform post stent deployment imaging. During use, the guide wire exit port of the catheter "caught" on the implanted stent. The physician advanced the ivus catheter forward, turned the catheter, releasing the catheter from the stent. The diagnosis was completed with another atlantis sr pro² ivus catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. The target lesion had severe calcification and was treated with an unknown stent. The physician used this atlantis sr pro² intravascular ultrasound (ivus) diagnostic catheter to perform post stent deployment imaging. During use, the guide wire exit port of the catheter "caught" on the implanted stent. The physician advanced the ivus catheter forward, turned the catheter, releasing the catheter from the stent. The diagnosis was completed with another atlantis sr pro² ivus catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. The target lesion had severe calcification and was treated with an unknown stent. The physician used this atlantis sr pro 2 intravascular ultrasound (ivus) diagnostic catheter to perform post stent deployment imaging. During use, the guide wire exit port of the catheter "caught" on the implanted stent. The physician advanced the ivus catheter forward, turned the catheter, releasing the catheter from the stent. The diagnosis was completed with another atlantis sr pro 2 ivus catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the guide wire used in the procedure. The guide wire exit port was lifted 0.5mm. A test guide wire (0.014") was inserted and no indication of resistance tracking the guide wire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device available for evaluation, device returned to manufacturer: it was originally reported that the device had been received for analysis and evaluation was anticipated, but not yet begun. However, the corrected information is that the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).